Event description:
It was reported that while using bd vacutainer® 9nc 0.129m plus blood collection tubes, there was underfill of one tube. No patient impact reported. The following information was provided by the initial reporter: "this is a report about an underfilled tube. The amount of blood drawn was below the minimal fill line, and blood draws were redone several times."

Manufacturer narrative:
H.6. Investigation summary: material #: [363080]. Lot/batch #: [3048740]. Bd had not received samples, but [1] photo was provided for investigation. The photo was visually evaluated showing the amount of specimen drawn into the tubes is below the etched fill line on the tube. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. As no customer samples were received at the manufacturing site, the investigation was limited. Additionally, [10] retention samples from bd inventory were inspected with 0 visible defects. A draw test was performed at the manufacturing site on the retention samples. All tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode [underfill]. Bd was not able to identify a root cause for the indicated failure mode. H3 other text: see h.10.